Event description:
Reportedly, the initial instrument did not place properly formed staples on the vessels. Therefore, an additional instrument was employed with the same results. The surgeon then decided to convert the procedure to an open surgery to maintain hemostasis and complete the case without further incident. Procedure: unk.